Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side defect and suspicion of an increased cancer risk of anaplastic large cell lymphoma (alcl). Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2 b1 b5 b6 d1 d2b d3 d4 d6b d9 g1 g2 h3 h4 a review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary the device related to the reported events anxiety - product/ procedure, rupture, capsular contracture were received on jun 03, 2025, with lot number 2240488. Based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: not observed. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported unknown side "defect"(rupture) and textured exchange due to concern with the product. Healthcare professional reported right side "sometimes pain, capsular contracture baker grade ii". The device has been explanted and replaced.